Event description:
Reportable based on device analysis completed on 12-sep-2022. It was reported that an error and leak occurred. The target lesion is located in the left lower extremity. An angiojet solent omni was selected for use. However, during mechanical thrombectomy procedure, the physician applies 30w units urokinase into 100ml saline and connected the catheter to the console. The catheter was primed, but the console alerted an error under power pulse mode stating " please check whether the catheter was kinked." The physician tried for 3 times, but could not continue under power pulse mode and still alerted an error. The saline bag was filled and there was liquid in the pump. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 6.5 cm from the tip, the hypotube was clearly broken open and completely separated. The device was x-rayed to verify the broken hypotube. The device could not be functionally tested due to the extreme damage on the device. A pressure reading of 0.799 was reported, and the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. Kinks were also confirmed.